Event description:
It was reported that when using the bd pyxis¿ medstation¿ es screen was stuck in the black background displaying only the password icon. The customer reported there was an issue occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-aug-2022 and confirmed that this device was not previously returned for service and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was failed to communicate. The field service engineer (fse) had responded to a report that the medstation was not communicating. Upon arrival, the fse observed that the screen was stuck on a black background displaying only the password icon. Further investigation revealed that the ethernet cable connector at the wall port was damaged, with several wires cut, which was preventing communication. Additionally, the fse identified a loose connection with an outdated sata cable. Both the ethernet and sata cables were replaced with new, upgraded versions. After completing the repairs, the medstation came back online, communicated properly, and functioned normally. The fse performed multiple tests using the hardware test application (hta) application and confirmed that the system was in good working order with no additional issues found. The system functioned as intended after the field service engineer repaired the device.